Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd-solis vip ambulatory infusion pump alarmed for a downstream occlusion during infusion, although no occlusion was identified. The cassette was removed and reattached multiple times, but the pump continued to alarm, requiring the pump to be powered off before the infusion was completed. There were patient involvement and no patient harm. This malfunction could interrupt therapy and potentially affect the patient.